Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for evaluation. And the customer's allegation was confirmed. The device evaluation found the camera cable is not watertight. Based on the results of the investigation, it is likely, that the following led to the malfunction a probable root cause cannot be identified. A device history record review revealed, no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the camera head had noisy image. There were no reports of patient harm.